Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced to dilate the lesion. The balloon was first inflated up to 12 atms and second inflation was at 15 atms. During the third inflation, the balloon ruptured at 15 atms. The balloon was completely removed from the patient. There was no kink noted prior to use. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).